Manufacturer narrative:
Investigation into this event determined that the vitros 250 was operating as intended. The customer is following the MFR's recommendations for quality control fluid, vitros glu slide cartridge, and sample handling. The non-reproducible, negatively biased vitros glu results were obtained from a single slide cart of vitros glu lot #0014-0765-1153. Expected results were obtained from a fresh glu slide cart. The root cause of this event is unk. The investigation is on-going.

Event description:
The customer observed non-reproducible, negatively biased vitros glu results from quality control fluids and multiple pt samples tested on a vitros 250 chemistry system. All samples produced expected results when processed using an alternate vitros glu slide cart. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial results were not reported. There was no report of pt harm as result of this event. (B)(4).